Event description:
It was reported that two implants broke in a patient and came loose at (B)(6) post-op. Surgeon found screw had broken and descended out of tunnel and the remaining was loose. The patient's bone was healed and the surgeon removed the remaining screw fearing it might descend as well. Patient doing fine.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record cannot be performed. The most likely cause(s) of this type of event is damage to the implant at the time of insertion which led to the breakage and post-op fragment in the joint space or from possible patient post-op non-compliance. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.